Manufacturer narrative:
Pump passed displacement test, self test, off no power test and all operating currents tested within the specification range. Pump was monitored and tested with no blank display, audio/beep anomaly and low battery alert noted. Pump received with cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker, stained address/serial number label and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display, crack near battery compartment, low battery alarm and beep anomaly. The patient¿s blood glucose level was 210 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.